Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to ICU after receiving atp and hv therapy. Intermittent oversensing of noise was noted on the stored egms. Patient will be monitored with routine follow-up.